Event description:
It was reported that the handle started to get hot and smoke was coming from the cannula. No pt or user complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.